Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was having inadequate stimulation due to contacts were non-functional. The patient underwent a lead replacement procedure. Malfunction was suspected. The patient was doing well post operatively.

Manufacturer narrative:
Sc-2352-50/sn: (B)(4): device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the leads revealed that multiple of the cables were completely broken at the bent/kinked location of the leads. The bent/kinked locations were 1 cm. From both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture location. Sc-4316 device evaluation indicated that visual inspection found that one of the clik anchors had torn eyelets, and a small piece of silicone was not returned. The other clik anchor exhibited normal characteristics.

Event description:
A report was received that the patient was having inadequate stimulation due to contacts were non-functional. The patient underwent a lead replacement procedure. Malfunction was suspected. The patient was doing well post operatively.